Manufacturer narrative:
The following fields were updated due to additional information: b.3. Date of event:(B)(6)2020 b.5. Describe event or problem: it was reported the bd vacutainer® serum blood collection tubes experienced foreign matter in tube; biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "there was a particulate on the tube." Additional information: when did the event occur? Before, during, or after patient use?: before h.6. Investigation: bd had not received samples, but one (1) photo was returned from the customer facility for evaluation. The photo does show the customer¿s failure mode of ¿fm¿. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced foreign matter in tube; biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "there was a particulate on the tube." Additional information: when did the event occur? Before, during, or after patient use?: before.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® serum blood collection tubes experienced foreign matter in tube; biological and non-biological. This event occurred 3 times. The following information was provided by the initial reporter: the customer stated "there was a particulate on the tube."